Manufacturer narrative:
B5 - corrected to include the reason the patient stopped charging the ipg.

Event description:
Additional information received indicates the patient stopped charging their ipg because their pain resolved, and the stimulation was no longer needed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient experienced ineffective stimulation with the system. As a result, the system was explanted on an unknown date.